Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed a ¿no fiber optic signal or out of range¿ error when connected to the tactisys quartz unit. The device did not meet specifications during a shaft and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to inadequate adhesive bonding as well as an adhesive failure at the shaft/tip electrode transition, consistent with fluid ingress and a loss of contact force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.